Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional details regarding the circumstances leading up to the explant will not be obtained. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was reportedly explanted.